Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3325976. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported the bd prn adapter/connector/defective/damaged. At 15:30 on (B)(6) 2024 when the nurse was giving a patient a PICC change, she found that the prn cap was broken in the middle and could not continue to be used, the nurse immediately stopped using it and dealt with it in accordance with the procedure for damaged materials in accordance with the rules of hospital awareness, and at the same time replaced the prn cap with a new one and used it normally.